Event description:
The device was electively replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ram chip memory error. It was noted that the device experienced a write to locked ram power on reset on (B)(6) 2010, which was post-explant.